Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Insulin pump was unable to confirm motor error due to no keypad response. No button error alarm noted during test. Motor passed motor test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and scratched case.

Event description:
Customer reported the insulin pump alarmed button error. Then the following day the device alarmed motor error during basal. Customer's blood glucose was 253 mg/dl, hasn't treated. Customer does not recall any significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.